Event description:
Ninety-five-year-old female had been restrained with waist/chest restraint and bilateral upper limb restraints, and purportedly attempted to exit bed. Pt was found out of bed in dependent position with restraints still tied to bed. Waist/chest restraint was found to be misplaced such that waist band of restraint was around neck and face covered with chest vest. Pt was unresponsive and could not be resuscitated.